Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft material had been fractured 0.32¿ proximal to the distal tip, between electrode ring 2 and electrode ring 3, with conductor wire 1 fracturing at this location. No other visual anomalies were noted. The shaft fracture is consistent with damage during the removal of the catheter from the packaging.

Event description:
This report is to advise of an event observed during analysis confirming a fracture of the catheter shaft.